Event description:
MDR ous; the device shows variation of the shock impedance. Due to noise in the ventricle, ineffective and inappropriate shocks. Note: device complaint was reported to foreign country on april 12, 2007. I do not have implant or explant date. The event date is only an estimate.

Manufacturer narrative:
Ous MDR: upon receipt, the battery status was moll an amount of 109 charging cycles was documented. During the visual inspection of the ICD, signs of lead abrasion were noted on the ICD housing as well as spots of molten titanium, as shown in the figure. The memory content of this ICD was inspected. The shock table documented normal charging times and shock impedances on the day of the implantation, in 2006. Starting three months later, the shock impedance "< 25 ?". This is below the measurable lower shock impedance limit, indicating that the shock was delivered in a short circuit. This is consistent with the observed molten titanium spots which indicate an arc over from a hv-1 lead isolation. The next month, a manual 1 joule shock was initiated showing a normal shock impedance of 45 ?. As 1 joule is not a sufficient shock energy to cause an arc over, the measured shock impedance was normal and well above the lower limit of 25?. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency.